Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited high capture thresholds and decreased sensing threshold. On (B)(6) 2020, the right ventricle lead was attempted to reposition but failed as the helix did not deploy. The right ventricle lead was explanted and replaced during the procedure on (B)(6) 2020. No patient consequences.